Event description:
(B)(6) study. It was reported that vessel dissection occurred. The subject underwent treatment with the eluvia drug eluting stent on (B)(6) 2021 as a part of the elegance clinical trial. The first target lesion was in the right distal superficial femoral artery extending to right proximal popliteal artery with proximal reference vessel diameter of 5.5 mm and distal reference vessel diameter of 5.5 mm with lesion length of 100 mm and 100% stenosis and was classified as tasc ii b lesion. Treatment of first target lesion was performed by placement of study device, eluvia drug eluting stent of 6.0 mm x 120 mm. Post treatment final residual stenosis was noted to be 5%. The second target lesion was in the right proximal superficial femoral artery extending to right mid superficial femoral artery with proximal reference vessel diameter of 5.5 mm and distal reference vessel diameter of 5.5 mm with lesion length of 80 mm and 90% stenosis and was classified as tasc ii b lesion. Treatment of second target lesion was performed by placement of study device; eluvia drug eluting stent of 6.0 mm x 100 mm. Post treatment final residual stenosis was noted to be 5%. On (B)(6) 2021, on the same day of index procedure, during treatment of the target lesions, dissection of grade b was noted. In response to the event, balloon dilation was performed, and bailout stent was implanted. Post treatment final residual stenosis was noted to be 5%. The complication was resolved, and the subject was discharged from the hospital on aspirin.

Manufacturer narrative:
(B)(6).

Event description:
Elegance study. It was reported that vessel dissection occurred. The subject underwent treatment with the eluvia drug eluting stent on (B)(6) 2021 as a part of the elegance clinical trial. The first target lesion was in the right distal superficial femoral artery extending to right proximal popliteal artery with proximal reference vessel diameter of 5.5 mm and distal reference vessel diameter of 5.5 mm with lesion length of 100 mm and 100% stenosis and was classified as tasc ii b lesion. Treatment of first target lesion was performed by placement of study device, eluvia drug eluting stent of 6.0 mm x 120 mm. Post treatment final residual stenosis was noted to be 5%. The second target lesion was in the right proximal superficial femoral artery extending to right mid superficial femoral artery with proximal reference vessel diameter of 5.5 mm and distal reference vessel diameter of 5.5 mm with lesion length of 80 mm and 90% stenosis and was classified as tasc ii b lesion. Treatment of second target lesion was performed by placement of study device; eluvia drug eluting stent of 6.0 mm x 100 mm. Post treatment final residual stenosis was noted to be 5%. On (B)(6) 2021, on the same day of index procedure, during treatment of the target lesions, dissection of grade b was noted. In response to the event, balloon dilation was performed, and bailout stent was implanted. Post treatment final residual stenosis was noted to be 5%. The complication was resolved, and the subject was discharged from the hospital on aspirin. It was further reported that the dissection noted in the first target lesion was caused by the 5 mm x 100 mm sterling balloon. The site has confirmed that dissection noted in the second target lesion was caused by a sterling balloon as well.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2: age at time of event: 77 years old.